Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the valve was explanted at implant. The reason for explant is unknown. The explanted device was replaced with a model 3300tfx 23 mm. No other details.

Manufacturer narrative:
Device not returned. The device history record (DHR) review is in progress. The implantation data card returned by the hospital indicated the device was "removed". No other information provided. It is unknown if the device is available for return and evaluation.

Manufacturer narrative:
Based on the follow-up with the health-care provider, the reason for the explant at implant was due to regurgitation. The patient was not taken off cardiopulmonary bypass prior to device removal. The health-care-provider noted that the explant at implant was not related to any device malfunction or quality deficiency. No other details reported. Unfortunately, the subject device was discarded, and therefore, the subject device cannot be assessed for any deficiency. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible with the available information.